Event description:
It was reported that a drop in longevity was observed via remote transmission. The patient was asymptomatic. Review of the longevity revealed this was the midlife behavior of this battery chemistry. The estimate is expected to be accurate going forward.